Manufacturer narrative:
(B)(4). The additional two proglide devices referenced are filed under separate medwatch report numbers. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in two access sites in the right common femoral vein was attempted with proglide devices (one at each site), using the pre-close technique, via an 8f sheath prior to an interventional electrophysiology atrial fibrillation procedure. One access site was upsized to 14f and the electrophysiology procedure was completed. Reportedly, at the first access site the knot was tightened and hemostasis was achieved. Reportedly at the second access site, which had been upsized to 14f, the suture was tightened, but hemostasis was not achieved. An attempt was made to insert another proglide device, but it could not be inserted due to the tightened knot. When the distal sheath was removed, bleeding was noted from both access sites. A figure eight suture was used to close both access sites and manual compression was applied. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.